Event description:
Reporting status: serious injury - disability/permanent damage. Reporting rationale: device remains in patient. Device issue: stent dislodgement. It was reported that zeta stent was being delivered to a lesion in the proximal left anterior descending (lad) artery. The bmw guide wire was inserted over the balloon stent delivery system as usual. As the stent came out of the guiding catheter and entered the lad, it was noticed that the stent was not properly mounted over the balloon and slipped partially, then embolized into the lad. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. H6: results - quality engineering was unable to determine a root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the balloon. There was dried contrast visible in the inflation lumen and in the balloon. The stent was not returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon had relaxed folds. There was no damage noted to the catheter. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that when loading the zeta onto the guide wire, the stent came off. Quality assurance analysis results confirmed that the stent was not on the balloon when received and not returned for analysis. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The presence of contrast in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. The protective sheath was not returned, which may have aided in the investigation. A conclusive root cause cannot be determined, however, there does not appear to be a product quality problem. A review of the finished device lot history record did not reveal any non-conformities. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. Product performance engineering will trend and monitor the experience circumstances.